Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking while in transport within the customer site. There was no injury or clinical use associated with this event. The customer declined philips service. No further information available.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.